Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced contamination issue on (B)(6) 2026 and he also faced trouble putting site connector into the new cannula. The patient also stated that he should not press around the cannula due to contamination and there is always a large bubble and getting rid of bubbles is difficult. No further information available.